Manufacturer narrative:
Additional patient ID: (B)(6). Patient weight was not provided for reporting. Date of event is unknown. This report is for one (1) unknown synfix lr spacer. Part#, lot# and UDI # is not available. Additional device product code used ovd. Implant procedure was done in 2014. Exact date is unknown. Device remained in patient and was not explanted. Device is not expected to be returned for manufacturer review/investigation as the device remained implanted. This report is for one (1) unknown synfix lr spacer. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date in 2014, the patient underwent a l5-s1 anterior lumbar interbody fusion (alif) with the synthes synfix-lr device. It was reported that according to the physician, the patient never developed a solid fusion after the initial surgery and that the patient had radicular pain. Reportedly, patient had radiculopathy. No issues with the synfix-lr hardware were reported. The surgeon planned to perform a posterior spinal fusion with synthes uss and perform a decompression. Patient underwent revision surgery on (B)(6) 2017. This complaint captures pain and the need of revision. Events occurred during the revision surgery are captured under (B)(4). This report is for one (1) unknown synfix lr spacer. This is report 1 of 2 for (B)(4).